Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a hemorrhoidopexy procedure, the device only stapled 2/3 of the way. The typical sound of the washer couldn't be heard. It was not reported which device was used to complete the procedure. There were no adverse consequences for the pt.